Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter their device into MRI mode, due to high impedances on the lead. It was also reported that the patient's ipg was moving in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates during the surgical intervention undertaken on (B)(6) 2024 the ipg site was revised.